Event description:
It was reported that the user could insert the pump¿s connection adapter but could not remove it once locked, indicating a connector mechanism problem on the pump. Customer care provided support that included case intake and coordination for an out-of-box device replacement. Investigation of this case revealed a suspected mechanical lodging or lock engagement issue with the pump¿s connector interface that prevented release of the adapter, consistent with a device component malfunction of the connector mechanism. No clinical symptoms associated with the event reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the connector interface.

Manufacturer narrative:
The device was received with a connector still installed which was confirmed to be perceivably more difficult to remove. The connector was eventually removed with the aid of pliers. A new connector was installed and again was found to be difficult to remove. Inspection of the housing found that the drug chamber contained multiple scratch marks. These scratch marks were coated with anodization, indicating that these marks occurred at the housing manufacturer.